Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery depleted quickly and that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose ranged from 215-226 mg/dl. Customer reverted to manual injections.